Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (BG) level was "High", although a specific value was not given. The customer administered a correction bolus via pump to address BG. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.